Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime at 4.0 lbs during prime test due to faulty force sensor resistor. The motor passed motor test. The insulin pump had scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer also reported that they did not have a battery cap and the insulin pump was off. The customer's blood glucose was 241 mg/dl at the time of incident. The customer's blood glucose was 258 mg/dl at the time of call. The customer's blood glucose was 221 mg/dl at the end of call. The customer stated that they were unable to rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.